Event description:
The doctor reported that medication squirts out the side of the syringe during injections instead of going down the needle. This reportedly happened a couple of times even after the needle was tightened on the syringe. It was noticed that there were hairline cracks in the hub of the needle. No information was received regarding any serious injury as a result of this report.

Manufacturer narrative:
Was notified by the customer on 5/25/2022 that an additonal lot number was impacted by the complaint. The MDR was initially reported for lot number 2006219. The additional lot number reported is 2005696.

Event description:
The doctor reported that medication squirts out the side of the syringe during injections instead of going down the needle. This reportedly happened a couple of times even after the needle was tightened on the syringe. It was noticed that there were hairline cracks in the hub of the needle. No information was received regarding any serious injury as a result of this report.